Event description:
It was reported the patient ¿felt their stimulation turn on and off.¿ it was stated the condition was ¿not positional¿ and that it ¿started about a month ago¿ without any reported falls or traumas. It was noted the ¿stimulation felt normal to the patient. It was stated that at the time of report the implantable neurostimulator (ins) ¿had been on for a while¿ and the battery voltage was at 3 volts. It was reported the ins was then turned off and turned back on for ten minutes and again indicated a charge of 3 volts. It was stated that 3 volts was ¿considered a full battery.¿ impedance testing found all impedances were ¿normal and in the range of 690-1395¿ ohms. Additional information stated the patient ¿continued to have issues with the battery shutting off and not responding¿ three days after the initial report. It was noted the patient was ¿being scheduled for a replacement.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 3487a-33, lot# j0401966v, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).